Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her blood glucose was 573 mg/dl. Customer retook her blood glucose a minute later and blood glucose was 253 mg/dl. During troubleshooting, customer was assisted in performing the high pressure test, test passed. Customer reported the device would not record blood glucose if the customer did not program a bolus. Customer was advised to monitor the device. Customer will not be returning the device for analysis.